Event description:
It was observed during the device evaluation, the uretero-reno video scope exhibited corrosion on the inner surface of the light guide lens. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, a definitive root cause of the observed corrosion in the light guide lens could not be determined, however, the issue was likely the result of component failure due to insufficient device cleaning/reprocessing and or external factors. Olympus will continue to monitor field performance for this device.